Event description:
It was reported that shortly following the implant procedure, a high, out of range shock impedance (>125 oms) was noted from this right ventricular (rv) lead. Review of the device data was performed and all other electrical measurements were stable and in range. Boston scientific technical services were contacted and recommended in-clinic isometrics to exclude lead impairment. However, because all the other measurements were in range, the physician previously elected to continue with close remote monitoring. Recently, information was provided that this rv lead was surgically capped and abandoned due to high shock impedance measurements. The implantable device was also explanted and replaced due to normal battery depletion. A replacement lead and new device were implanted to resolve the event. At this time, the rv lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse consequences.

Event description:
It was reported that shortly following the implant procedure, a high, out of range shock impedance (>125 oms) was noted from this right ventricular (rv) lead. Review of the device data was performed and all other electrical measurements were stable and in range. Boston scientific technical services were contacted and recommended in-clinic isometrics to exclude lead impairment. However, because all the other measurements were in range, the physician elected to continue with close remote monitoring. At this time, the rv lead remains implanted and in service and the patient was stable with no adverse consequences.